Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The patient reported going to the emergency room and being diagnosed with diabetic ketoacidosis. Treatment included an IV, saline with electrolytes, potassium, sodium bicarbonate, and a bolus of insulin. Changes were also made to her temporary insulin dose and basal was increased while she was in the hospital. She stated that the cannula appeared a little bent when the pod was removed. The pod was discarded. The patient's blood glucose and insulin history is as follows: (B)(6). The pod was deactivated once she got to the hospital.